Event description:
Customer reported a device in the nicu had a "channel error" while staff was preparing for a transport to MRI. The user detached the pump module from the pcu and reattached it. At the time the screen went blank and a possible error code 13322 was visualized. The pump module was then connected to the right side of the pcu. The user then changed out the pump module and the new pump module alarmed for "channel block" and a picture came up on the screen but the user did not visualize it. The user then changed out the entire alaris system. Subsequently we received a copy of customer's maude report from FDA which states "infant in neonatal ICU with total anomalous pulmonary venous return required medication via alaris pump. The pcu and the modules of the pumps gave "channel error" codes while the infant was being transported. The pumps stopped functioning requiring replacement pumps." No further pt or event info was provided.

Manufacturer narrative:
(B)(4). Ref associated report: 2016493-2015-00188. The customer's report of "channel block" was determined to be a tubing blocked alarm and was confirmed. During testing tubing blocked alarms occurred that led to motor stall channel errors (242.4030.0). The issue is believed to be caused by dried fluid residue on the internal components of the mechanism assembly restricting proper rotation of the camshaft assembly. Internal inspection of the pump module found evidence of previous fluid ingress to the bezel assembly, and associated components. The rear case was also found to have signs of previous fluid ingress. It was difficult to determine the exact entry point of the fluid; however it does appear that the fluid entered past the membrane frame near the latch. The root cause of a pump chamber blocked alarm is believed to be caused by dried fluid residue on the internal components of the mechanism assembly restricting proper rotation of the camshaft assembly.